Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient experienced dizziness and fainting at the time of the event. Review of the transmission history revealed an alert-triggered transmission followed by a patient-initiated symptom less than one minute apart. However, no episodes, alerts, electrocardiograms, or abnormal rhythms relating to the event were observed. No intervention was performed. The patient will continue to be monitored. The patient was in stable condition.